Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that the drawer's rails are damaged, with the cage broken and the retractor band compromised. A field service engineer substituted both the rails and the retractor band to address the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system full height drawer not closing properly. Appears to be an issue with the rails. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.